Event description:
The customer reported that occasionally during fluoro exposures, a black square will appear on the system and block the picture.

Manufacturer narrative:
The ge service rep found that the oec startup logo was burned into the screen. He replaced the left-hand monitor. The system functions as intended.